Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -10.50 diopter was implanted into the patient's right eye (od) on (B)(6) 2024 and the patient experienced excessive vault. It was reported that medical or surgical intervention is not necessary. Reporter stated that the patient is happy and the doctor will monitor closely. If additional information is received a supplemental medwatch report will be submitted.